Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial hip arthroplasty. Subsequently, the patient suffered implant displacement and was revised. During the event, it was noticed that the screw head had broken off a little bit.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided and product return. Visual inspection of the returned cup shows damage to the threads in a screw hole as well as some shallow scratch marks to the etched face and inside the cup near the cluster screw holes. Based on the x-ray assessment the screw fracture postoperatively likely caused the cup rotation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.